Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that cannula was completely missing from the plastic. The customer¿s blood glucose level at the time of incident was 130 mg/dl. Troubleshooting was performed. The sensor and serter will be returned for analysis.

Manufacturer narrative:
Inspected 1 random opened/used sensor and found needle separated from sensor base. Inspected insertion needle for burrs/hooks and dull needle tip defects and none were found. Introducer needle passed per specifications. No broken or missing parts were observed during analysis. Checked cannula for broken or missing parts and found sensor cannula retracted inside sensor base. Found whole sensor cannula.